Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for several days for diabetes ketoacidosis and high blood glucose of 419mg/dl. The mother stated that the infusion set was changed daily due to the customer's high blood glucose, but he was not treated with manual injections. Troubleshooting was performed. The time of the insulin pump was correct. The mother stated that the infusion set was changed and his glucose level rose to 560mg/dl. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. Advised the customer to discontinue use of the device, and to call his doctor for a back up plan until the replacement of the insulin pump arrives. No further info was provided.